Event description:
It was reported that a patient was revised due to loosening, implants subsequently removed and persona revision system used. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4) d4: attempts have been made to gather all product identification information and no further information has been provided. D10: unk vanguard size 75 tibia, #item unk, #lot unk. Therapy date: (B)(6) 2026. G2: foreign country report source australia. H6: suggested component code mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Upon receipt of additional information, it has been determined that this zimmer biomet device did not cause or contribute to the reported event.

Manufacturer narrative:
Follow up report. Updated: b4, b5, d2, g1, g3, g6, h1, h2. Upon receipt of additional information, it has been determined that this zimmer biomet device did not cause or contribute to the reported event.